Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgicl residue in a micro centrifuge vial. Visual inspection found the haptic torn and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated that a 13.2mm vticm13.2, -17.50/3.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed. Repositioning and problem resolved was reported. On (B)(6) 2018 the lens was removed, and on (B)(6) 2018 the lens was replaced with a non toric lens and the problem was resolved. If additional information is received a supplemental medwatch report will be submitted. (Explanted date): unk to (B)(6) 2018 claim# (B)(4).

Manufacturer narrative:
Procode should be corrected to "phakic toric intraocular lens, product code: qcb" in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.50/3.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed. Repositioning and problem resolved was reported. It was also reported that the lens was removed and exchanged for a non toric lens within the same surgery. This exchange resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.